Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens had line down the middle of the implant. The lens was explanted and replaced with same diopter and model in the initial procedure. Additional information has been received and stated that lens was cracked and surgeon was not sure what is the reason for it.

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on the lens. The lens was cut into two pieces across the center. One haptic was broken, not returned. A long narrow scratch was observed perpendicular to the cut area. The lens was cleaned with klotho-related protein (klrp) for further evaluation. The long, narrow scratch was on the posterior surface. This was in the travel path and started and one edge and traveled across both cut portions of the optic. This scratch was similar in appearance to damage caused by an instrument use to grasp the lens. Another scratch angled to the cut area was observed on the anterior surface. Other damage was observed to the edge of the optic along with marks caused by a serrated instrument. This appeared to be removal damage. The returned used company cartridge was microscopically evaluated. Inadequate viscoelastic was observed. No damage was observed. The inner lumen was evaluated. No roughness or particulate was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The inner lumen was reviewed and no damage or abnormalities were observed. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the observed lens damage could not be determined. The damage was a long., narrow scratch the started at one edge and traveled across the center of the posterior surface. Another shorter scratch was observed on the anterior optic surface. The damage was similar in appearance to damage caused by an instrument used to grasp the lens. Other damage was observed that appeared to be related the lens removal. The used company cartridge was also evaluated. Top coat dye stain testing was conducted with acceptable results. The inner lumen was reviewed and no damage or abnormalities were observed. The manufacturer internal reference number is: (B)(4).